Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified and moderately tortuous lesion exhibiting 75% stenosis located in the proximal left anterior descending artery (lad). It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury.